Manufacturer narrative:
A spacelabs field service engineer evaluated the involved monitor on site and found that the customer was using three lead wires in a five lead cable. The absence of the other two lead wires allowed for a static charge transmission to the monitor causing a soft reset of the monitored patient parameter values. The customer was instructed to use all five lead wires or use a three lead cable. After instituting the above recommendations, the problem has not reoccurred. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that patient bedside monitor qube model 91390 with sn (B)(4) intermittently displayed parameters before going blank for approximately 15-20 seconds shortly after startup on (B)(6) 2015. No one was injured as a result of this event.

Manufacturer narrative:
A spacelabs investigation is underway for this product with sn (B)(4). We will file a supplemental report when our investigation is concluded. Placeholder.